Manufacturer narrative:
Section h10 manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3000tfx has been placed under evaluation for a valve-in-valve (tavr) after an implant duration of 9 years due to severe stenosis secondary to leaflets calcification, degeneration, and restricted leaflet motion. Patient -prosthesis mismatch is also suggested based on current bmi and small valve size. The patient presented with symptoms of class iii nyha heart failure and progressive dyspnea.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time.